Event description:
Initial glucose result 199 mg/dl. Same sample repeated on a different instrument, same method, gave result of 105 mg/dl. Same sample repeated again on initial instrument and recovered 102 mg/dl. Initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.